Event description:
The pt reportedly experienced intermittency. It was reported that the pt has an infected skin flap which has led to a device extrusion. Surgery to explant the pt's device is to be scheduled.